Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the inner coil had a break in the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant as the helix could not be fully extended despite 50 rotations inside the patient. The helix would not fix to the heart tissue. A replacement lead was implanted without further incident. No adverse patient effects were reported. The product has been received for analysis.